Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, there was a crack in the battery compartment and visible moisture inside the battery compartment. A leak test revealed a battery compartment leak. On testing, the contrast button was noted to have intermittent response. The remained of the buttons responded normally. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack, moisture in the pump and contamination under the button contacts. This report is made based on results of investigation completed on (B)(4) 2012.